Event description:
It was reported that a patient was treated for mandible fracture(right angle) in (B)(6). The patient developed an infection. The patient was referred to the (B)(6) due to possible airway concerns. The surgeon removed two plates and ten screws from the patient. The patient was then debrided, and samples of compromised mandible bone were taken for cultures. The patient was treated with antibiotics. When infection cleared, the surgeon was to reevaluate the patient for additional rigid fixation of the mandible. This report is for an unknown plate. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.